Event description:
Pump was being used in a home-care setting on a patient. The pump had been infusing a tpn solution without any problems for a couple days. At 3am on the day of the event the patient's family member called and spoke with the director of nursing at the home pharmacy that issued the pump regarding the pump not infusing properly. The director of nursing at the facility was not trained on this device but attempted to assist the patient's family member. The tubing was removed from the pump and would not flow even with all the clamps open, suspected to be caused by a clogged filter due to the calcium phosphate level of the solution being off. New tubing was set up and inserted into the pump within 1 hour of time the infusion had stopped. Per the dirdctor of nursing, the pump was re-programmed based on an estimed 1200cc remaining in the bag and the infusion was restarted. At 7am the patient's family member noticed that the child's eyes had rolled back into the head and rushed the patient to the emergency room approx 600cc had been infused from the bag over the 2-3 hours since the tubing was re-loaded and the infusion re-started. The patient did not suffer any lasting injuries from this overinfusion. Information about medical intervention was not available at this time.